Event description:
A malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer switched to an alternate form of insulin therapy and arrangements were made by technical support to replace the pump.